Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user and their caregiver experienced repeated ¿unable to proceed¿ alerts while attempting to fill the tubing during a supply change. The agent instructed them to remove all supplies and restart the ilet. A dry run was completed successfully. The user then performed a full supply change with new components, which completed successfully and restored normal insulin delivery. No blood glucose impact or injury was reported.